Manufacturer narrative:
(B)(4).

Event description:
It was reported that loss of connection of unknown duration occurred. Data was evaluated and the allegation was confirmed as a loss of connection for longer than one hour was observed. The probable cause was determined to be potential patient misuse due to the patient manually closing the app. The reported event of a loss of connection of unknown duration is reportable based on the finding of a loss of connection longer than one hour. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The device was returned for evaluation. An external visual inspection was performed and passed. A voltage test was performed and passed. A pairing test with a (B)(4) bluetooth device was performed and passed.